Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 failed rate test. Technical support: 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Recommended replace rate calibration set (8100-rcs) rate calibration set was replaced and unit passed rate calibration. A review of the device history record showed the device had a manufacture date of 10/07/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the 8100 failed rate test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the 8100 failed rate test. There was no additional information provided and no patient involvement.